Event description:
It was reported during a diagnostic procedure, scope failure occurred; gas (co2) channel was not working. According to the report, air can be delivered however, gas (co2) channel was blocked and would not inflate the colon, and it would allow air and water, not just the co2. The device was replaced with a different scope. There was a ten (10) minutes delay while the scope was being changed, patient was sedated. The intended procedure was completed using a similar device (different scope) with no harm or impact to the patient. No harm was reported. No patient harm, no user injury reported. Device evaluation found clogged air channel at the distal end (de) side of the device. This report is being submitted due to the finding of clogged air channel at the distal end (de) side of the device (problems related to reprocessing ,insufficient reprocessing issue) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the air/water flow found normal , however, clogged air channel at distal end was observed. Furthermore, the following defects/findings were identified during device inspection: play on control knob (loose ), up/down , right/left direction out of specifications. Dents and scratches observed on the c-cover (distal end plastic cover). Adhesive damaged, crack glue on the a-rubber was observed. Based on evaluation findings, the air/water flow test found no issue, however, clogged air channel at the distal end was observed. It is likely this condition attributed to the blocked gas channel customer reported. Investigation however is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event. The initial medwatch reported the device had a clogged air channel, indicating incorrect or insufficient reprocessing. However, the device evaluation confirmed no foreign material was found in the air/water channel, therefore, there was no incorrect or insufficient reprocessing. Per the legal manufacturer, the clogged channel has no potential to cause or contribute to death or serious injury if the malfunction were to recur.